Event description:
Material no: 309653; batch no: 9056873. It was reported that during use of the bd luer-lok¿ tip syringe there is liquid going past the plunger. The following information was provided by the initial reporter: rx called in to report that item # 309653 has an issue of liquid going behind the plunger.

Manufacturer narrative:
H.6. Investigation: one (1) sample was provided by the customer for investigation. As the sample had been used with an unknown drug, leakage testing was not be performed due to possible contamination of the testing equipment. However, the sample was visually examined using unaided vision and it was observed that there is a white substance on the plastic plunger rod and a white substance between the stopper ribs indicating that a liquid had leaked past the stopper ribs and onto the plunger rod. A device history record (DHR) review was performed on batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. CAPA#55639 was initiated. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 309653 batch no: 9056873. It was reported that during use of the bd luer-lok¿ tip syringe there is liquid going past the plunger. The following information was provided by the initial reporter: rx called in to report that item # 309653 has an issue of liquid going behind the plunger.